Manufacturer narrative:
Cmp (B)(4). Implanted in 2017. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was unable to be reviewed as the lot number for the device is unknown. A competitors liner was used in conjunction with a zimmer biomet cup and head is unknown if this combination caused or contributed to the event of instability. The root cause is unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03459. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a second right hip revision approximately 3 years after the first due to instability. During the revision, a competitors liner was removed along with a zimmer biomet cup. Attempts have been made and additional information on the reported event is unavailable at this time.